Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy- "surgeon had placed specimen inside retrieval bag and closed it. Surgeon was removing the bag through the incision when the bottom of the bag (the distal tip) busted open and specimen went inside abdomen." Additional information received via phone from applied medical team member; (B)(6) 2016: the bag did not fragment, the bottom of the bag failed after the specimen was in the bag and being removed from the abdomen. The doctor was toggling the bag with his hand (the bag was half way in the abdomen) and the malfunction occurs. No other instruments were being used at the time of the incident. Type of intervention: "surgeon ended up removing specimen without bag through incision."

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. Additional information was requested and provided.

Event description:
Additional information received via email from applied medical team member; oct.10, 2016: he didn't extend the incision and he used a dissector to place specimen inside the retrieval bag. Once specimen was in retrieval bag no instrumentation was used to remove bag.